Manufacturer narrative:
(B)(4).

Event description:
It was reported that the radiology healthcare team observed the PICC needed to be replaced due to kinking and blockage which resulted in a delay of treatment for the patient. At the time of this report, no additional information has been received regarding the circumstances of the device issue or the patient's outcome despite follow-up requests to the customer. Should further information become available, the complaint record will be updated accordingly.